Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to load a cartridge onto the pump. Customer's blood glucose was not impacted. Reportedly, customer loaded a new cartridge and insulin delivery was resumed.